Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not filling properly. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10

Manufacturer narrative:
E1 telephone number : (B)(6).

Event description:
It was reported that before use during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit not filling properly. There was no patient involvement.

Manufacturer narrative:
Firm has provided updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6(component codes), h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) on (B)(6) 2023 checked the pump and no cracks were found, and the balloon seemed to fill ok. They ran the pump on the trainer in different input modes and no problems were seen. They couldn't get it to fail and left with customer and they said they'd keep an eye on it and get in touch if any further fault occurs again. On 01/03/2024, it was reported showed staff that the pump was working correctly on the trainer. No cracks were seen on the casing. Staff were happy it was working but said they would keep an eye on it and contact me further if any problems were seen. On 01/30/2024, it was also reported all function checks were performed and passed ok. It was reported to be not filling the balloon, couldn't get this to fail as it passed all tests the cracked casing was a different fault, there is a slight crack on the top screen cover, this doesn't affect the performance of the pump. But a replacement has now been ordered. Fse replaced display top cover assy with tape kit. Work has been carried out satisfactorily. Hours and material are agreed.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not filling properly.